Event description:
The defibrillator reportedly would not charge completely. There was no patient use associated with reported event.

Manufacturer narrative:
Medtronic continues to investigate the reported event.